Event description:
Iit was reported that, during setup for a tka cori-assisted surgery, when creating a new case on the cori system, the screen went blank after selecting the burr option. After 20 seconds, a "critical error" message appeared, and the console shut down. The procedure was resumed without any delay, by changing to manual procedure. Since the incident occurred before the procedure, the patient was not yet involved.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Sections d9, h4 and h6 was updated. Section h10: the cori ri console, rob10024, (B)(6), intended for use during surgery, was returned for evaluation. The external condition shows extensive signs of wear. The pump assembly housing is cracked and is no longer held by the screws. The back of the console is deformed outwards. The reported problem could not be visually confirmed. A functional evaluation was performed and the reported scenario that a "critical error" occurs after selecting a bur can be confirmed, where the specified critical error is actually an "internal system error". Since the problem otherwise corresponds exactly to the description, the complaint is considered confirmed. A kpc test was performed and passed. A new surgeon and a tka test case were created. After selecting the bur, the "internal system error" was shown after a few seconds. A hard drive test was run with no errors found. The console was opened for further investigation. All connections were verified. The system log files were inspected, and the handpiece settings file was identified to be corrupt. After replacing the corrupted file, the console performed a test case without any further errors occurring. The most likely cause for the reported scenario was the corrupt handpiece settings file, which may have been caused by the apparent damage to the console or improper disconnection of the drill during use. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference: (B)(4).